Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient has not had a replacement yet at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed an MRI because of the pain she was having. She thought the pain was because of the implant. The implant was depleted as it had not been charged in months. The patient said she had problems with the recharger as it has been plugged in, but she wasn't using the implant. A rep said it was dead and a different rep said it may need to be replaced. The patient said she saw a rep 2 days prior to the report and they couldn't get the batteries going again. The patient then said they didn't sit down with her to get the battery going again. Overdischarge was reviewed and the patient was going to call the rep. Additional information was received from the rep. It was reported that the patient had surgery and did not recharge her device for months therefore led to dead ins. There was an attempt made to do a device reset and it was unsuccessful. Hcp was aware of events and is planning to do a replacement.